Event description:
The pt called lfs alleging that their one touch ultra meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. Pt contacted a medical professional for advice; however, no other treatment was sought. The pt recently replaced the battery and the meter still had no power. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.